Event description:
The pre-existing graft was positioned about 15mm below the renals and had caused a good amount of angulation in the aorta. After placement of the renu device a proximal type I endoleak was noted. Another manufacturer's stent was placed, but the leak was not entirely resolved. The physician thought the leak would resolve once anticoagulation was reversed.